Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR report, after 5 minutes of auto-implant functioning the device reverted to bipolar pacing and the pt (pacer-dependant) failed to pace. Junctional escape rhythm at 29min-1 was observed. The device was not implanted and returned for analysis.